Manufacturer narrative:
The nh3l2 reagent lot number was 653917. The expiration date was not provided.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for ammonia ii (nh3l2) on a cobas 8000 c 502 module. The initial result was 2.0 umol/l. The repeat result was 85.6 umol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
No further information was provided for the investigation. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was consistent with pre-analytical handling issues.